Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinic has experienced "chronic undersensing issues" for implantable cardiac monitor (icm) patients. It was further reported that the clinic experienced numerous undersensed episodes (false pauses). It was recommended for the clinic to review implant technique, implant location, and ensure r-waves were reviewed prior to implant procedure. The devices remain in use. No patient complications have been reported as a result of this event.